Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: based on the content of investigated data. It was determined, that the potential cause/root cause of failure was that the visibility became unclear, due to the difficulty in removing the mucus adhering to the surface of the objective lens, during the endoscopy. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical miyagi on 15-nov-2019 under normal conditions. The endoscope was reworked for cfb flexible tube looseness failure, including disassembly adjustment, and was released accordingly. Also, there were no concessions. And the dates of approval for shipment and actual date shipped were confirmed for 15-nov-2019. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Patient involved - no known adverse event. Loaner scope pilot colonoscope- during colonoscopy blurriness appeared all over the lens. For the remainder of the procedure surgeon unable to assess the colon wall adequately and potential for perforation. Note: pentax canada received notification of this incident at east kootenay regional hospital through health canada's cmdsnet program. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.